Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 11.3 mmol/l and sensor glucose value was 3.3 mmol/l at the time of the event. Suspend on low limit in sensor settings was at 4.6 mmol/l. The customer was advised that the average sg vs bg differences should remain under 20% over the life of the sensor. Customer was assisted with troubleshooting and was informed that sensor issues could be related to site location/rotation, insertion technique or tape type/technique and calibration. Sensor will not be returned for analysis.